Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a failed battery test alarm experiencing low blood glucose. The blood glucose at the time of the incident was 360 mg/dl. The customer states the insulin pump alarmed failed battery test; after the battery change. Troubleshooting was not performed, but not completed because the customer did not have an extra battery. The customer also mentioned the day before the call she had a low blood glucose level and was starting to pass out. The customer did not provide the blood glucose level. She states her husband treated her with a glucagon shot and juice. The customer did not seek medical attention and was unable to performed troubleshooting. The device will be returned for analysis.